Manufacturer narrative:
In house testing was performed on (B)(4) 2010 with the device failing the sensor long test. Device will be shipped to the manufacturer for further investigation on (B)(4) 2010. Associated accessory device: act monitor, model # com001, (B)(4).

Event description:
On (B)(6) 2010, the patient initially submitted a complaint that she had a burning sensation from the electrodes. Upon conducting a patient questionnaire on (B)(6) 2010, the patient clarified that she did feel the electrodes burning her skin and after receiving hypo allergenic electrode they worked great and she had no problems.